Event description:
It was initially reported by the physician that his patient showed high lead impedance on system diagnostics test. He stated that this patient is also experiencing increase in depression above pre-vns baseline and the physician believes it is related to vns/high lead impedance event. It was informed to the physician to turn off the patient's device and take x-rays. No patient manipulation or trauma was reported. Physician never performed diagnostics in the past, so it is unknown till what date the device was functioning properly. Good faith attempts to obtain additional information has been unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.